Event description:
Safety detached causing needle stick with staff. Manufacturer response for needle, hypodermic, single lumen, bd vacutainer® eclipse¿ blood collection needle (per site reporter). Submitted to bd through on-line reporting system.